Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the patient had one endeavor sprint stent implanted in the rca. Nine (9) months post index procedure the patient experienced upper gastrointestinal hemorrhage and was treated with medication. The investigator assessed the event as not related to the study device, procedure or anti-platelet drug. The patient was on aspirin and plavix at the time of the event. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.